Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's programs were reset. The issue has currently been resolved.

Event description:
Information was received from a patient (pt) regarding an external device. Controller ((B)(4)). The reason for call was contact reported that the pt was seeing "settings not available" on their controller. Contact said they did troubleshooting with the pt prior to the call but were unable to resolve the issue. Pt said that they were seeing "settings not available" on their controller. Pss had pt reset their controller. Pt saw no visible damage to the controller. After reset, pt saw "settings not available" on their controller screen. Pt hit okay and said that they were in group c. Pt then tried to make adjustments in group a and was able to make adjustments without seeing the message appear. Pt went to group b and when they were making adjustments from 2.40, they were able to decrease but not increase back up to 2.40. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The contact said that there was nothing going on when they programmed the pt so they wanted to know what type of adjustments needed to be made. The contact had further questions regarding "settings not available" and the programming. Caller reports when patient attempted to increased amplitude, message appeared. Caller reports impedance were checked at post op: electrode 5 and 6: avoid, electrode 12 and 13 avoid. Caller reports impedance were 730 ohms and 720 ohms. Caller reports patient is programmed using the avoid contact electrodes. Group a: 5, 6, and 7, group b: 13, group c: 12. The caller indicated that there were still high impedances with electrodes 11 and 14. The caller stated that the surgeon wiped the lead and reinserted the lead in the header block at least four times during the implant procedure (that occurred several weeks ago) but they are still getting high impedances at the follow-up appointment today. The patient was programmed with the following electrodes on group b and c: group b: p1 11 13 p2-4 13 15 group c: p1 9 11 p2-4 12 14 with electrode 0 as reference the electrode impedances were in the range of 4800 - 11800ohms ref 11 9 12470ohms 13 11810ohms ref 13 15 780ohms ref 12 14 40000ohms tss reviewed information about impedances. The caller indicated that they were conducting a clinical trial and would follow-up with the coordinator for programming to use moving forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.